Manufacturer narrative:
Uf/importer report #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair using da vinci technology, the mesh was advanced into the abdomen and placed over the hernia defect with good approximation and overlap on all sides. The mesh then tore at the seam where the flap attached to the main mesh. To resolve the issue, the mesh was cut into the three pieces and removed. A new mesh was applied and was secure without defect.